Event description:
The facility's biomed engineer reported an infusion pump with a 715:00 failure code. The pump came into the biomed shop with an unspecified failure. During testing, the biomed found failure 715:00 in the event history. The biomed engineer also stated to baxter tech support that they have no record of any pt incident involving the pump since the last baxter service event. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.